Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed cubie drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire half-height drawers 2.1 and 2.2 were not detected on the bus. A field service engineer (fse) released and reseated all cubie pockets, cleaned debris from the cubie trays, and reseated both the row board and retractor band cables. The station was rebooted and the storage space was successfully recovered. The customer tested the system through normal operation and confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section h. A supplemental MDR was submitted to reflect the correct imdrf annex codes.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed cubie drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.